Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3, reference MFR report#1627487-2018-02705. Reference MFR report#3006705815-2018-00582. It was reported that patient was brought to the emergency room with possible stroke and was diagnosed with a pulmonary embolism. At the rehabilitation center patient was reprogrammed and no impedance issues were noted. Patient developed bedsores and wound at the ipg site worsened. As a result, the scs system was explanted.